Manufacturer narrative:
Per tandem user guide: "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the cartridge tubing near the t:lock connection. Reportedly, customer had been removing patient line by disconnecting at t:lock rather than infusion site. Customers blood glucose level was 316 mg/dl when they noticed the issue. Tandem technical support assisted customer with removing air bubbles by utilizing 'fill tubing' feature.